Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 309110 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed due to unknown lot#.

Event description:
It was reported that bd discardit¿ ii 10 ml syringe leaked blood. This was discovered during use. The following information was provided by the initial reporter: they claim that our syringes do not seal properly. There is leakage of blood. Our syringes are bad quality and the hemathology ward does not use them anymore. Problem found with syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd discardit¿ ii 10 ml syringe leaked blood. This was discovered during use. The following information was provided by the initial reporter: they claim that our syringes do not seal properly. There is leakage of blood. Our syringes are bad quality and the hemathology ward does not use them anymore. Problem found with syringes.